Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number: c01a with 510(k)#: k041584 and UDI: (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having kyphoplasty spi nal therapy for spinal canal stenosis after vertebral body formation was performed with l2 ha blick for primary osteoporosis(compression fracture). It was reported that cement 0.4 is carefully and slowly inserted into l2 right fnsmas. There were no problems after checking the front side of the image, furthermore when an additional 0.4 mm was inserted, shadow that looked like it was on a blood vessel in front of the vertebral body was confirmed, so the cement injection was immediately discontinued. Confirm the front side of the image after 3 other cement fillings. Confirm shadow from the lateral abdominal side to the area around the head-side endo plate of the head-side th12. Confirm shadow on the head side along the right side of the wall in the front side. Confirm by turning o-arm. The cement image was checked until it matched the frontal side image, but it was confirmed that the shadow was cut off around the th12 endo plate. There was no patient symptom reported. There were no further complications reported regarding the event. Additional information received from manufacturer representative that there is no allegation with fns screw. And there is no extravasation and complication in the event.